Event description:
It was reported that during an infusion set change the user inserted a new set such that the tubing became twisted at the infusion site, leading to an incorrectly deployed infusion set and connector issue; the user contacted support and received guidance for a site change, after which insulin delivery resumed as normal. No reported alarms and no reported clinical symptoms. Outcomes included resolution of insulin delivery after troubleshooting and education, with no escalation of care. Investigation included customer counseling and troubleshooting focused on infusion set insertion technique and connector attachment. Investigation of this case revealed user setup error related to infusion set deployment and tubing management, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion and connection.